Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s daughter reported via phone call that they had high blood glucose value. She stated that customer¿s blood glucose value was 546mg/dl and then it was back down to 109mg/dl. Customer treated it with boluses from pump and manual injection. Customer was alleging possible pump under delivery. The drive support cap appears normal. Customer also had no delivery alarm which was then resolved. Insulin pump will not be returned for analysis.